Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up one day post implant. A chest x-ray revealed that the right atrial lead had dislodged. No electrical anomalies were noted. The lead was repositioned successfully on (B)(6) 2021. The patient was in stable condition.